Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment of vascular procedure. The procedure was completed as planned by rebooting the system. It was reported to philips that the system was unable to produce x-rays. Review of the logfile shows no x-ray possible error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found all x-ray functions were working properly after turning the system on as the system was off during the visit. The fse checked the system logfile and found that the previous day generator errors coincided with a high-temperature alert of about 105°f. While further troubleshooting the fse observed that the cabinet felt very warm when its doors were opened. To resolve the issue, fse advised customer to keep the door open until the temperature get fixed on its own using the air flow and also advised the customer to do the maintenance of the air conditioner. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to produce x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the unable to produce x-rays issue may resolve, allowing for continuation and completion of the procedure. A unable to produce x-rays issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.